Event description:
It was reported that during the implant procedure, it took greater than 20 turns to extend helix prior to implant. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) shaft seal out of position; the analyst noted that the shaft seal in the tip of the lead is slightly out of position toward the distal end. This may have contributed to the helix's inability to extend or retract; however, with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel; full lead returned and analyzed.